Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection." Lab analysis of the device found no defect.

Event description:
Healthcare professional reported having a syringe of juvéderm® voluma® with lidocaine that ¿exploded and 90% of the product extruded through the hub.¿ healthcare professional later confirmed that patient contact was made but there were no injuries. The needle from the package was used.